Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose (bg) was 614 mg/dl with moderate ketone levels. Additionally, the customer vomited. Subsequently, the customer was hospitalized. No additional information was provided. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.